Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 40 mg/dl. The sensor value that triggered suspend event was suspend on low and the low limit was set up 89 mg/dl. Customer had site issue. The blood glucose and sensor glucose difference was not provided. The sensor will be returned for analysis.